Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device is not available for analysis. Dsl1228j/ 17169389 UDI# (B)(4). (B)(4). According to the gore® dryseal sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, vessel damage may result.

Event description:
On (B)(6) 2018, the patient underwent an endovascular procedure for an abdominal aortic aneurysm where a gore® dryseal sheath with hydrophilic coating was used. 12 fr sheath was inserted from the left femoral artery. It was reported that the left external iliac artery was heavily tortuous. The endoprosthesis was deployed with no issue, and the sheath was withdrawn from the patient. Intra procedural angiography then showed the left external iliac artery dissection. A bare metal stent was implanted to repair the dissection, and the procedure was concluded. The patient tolerated the procedure.